Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with no leak noted. During visual inspection, no manufacturing abnormalities were noted. This report was not confirmed in the lab. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The product sample has been received by baxter; however, the evaluation has not yet begun. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A doctor reported to baxter (B)(4) that a leak was found from the connection between the patient connector of the transfer set and the catheter adapter. The transfer set had been used for 7 days. There was no patient injury or medical intervention.